Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor lost connection to the ilet while continuing to display on the dexcom app, resulting in a pairing failure on the pump that resolved after an ilet restart; during the disconnection the user manually entered a glucose value, and the issue is consistent with an intermittent communication failure associated with the pump's antenna. Symptoms included hyperglycemia with a peak glucose of 401 mg/dl and associated fatigue and feeling hot/flush. Outcomes included delay to treatment during the signal loss. User support included communication with the user, review and analysis of the information provided, and verification of bluetooth functionality. Investigation of this case revealed an interoperability problem between the ilet and the g7 during the event, consistent with an intermittent communication failure traced to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.

Manufacturer narrative:
Initial.